Event description:
One patient with discrepant ck and myoglobin results. Initial ck result gave 5 u/l and myoglobin of 35 ug/l. The next day, the sample was repeated twice, giving results of 519 and 523 u/l for ck and 1216 and 1186 ug/l for myoglobin. Erroneous results were reported. Pt not adversely affected. The field service representative determined the cause for the discrepant results was due to a bubble or fibrin clot in the sample. Performance tests were performed and were within specifications.